Event description:
The customer reported that an 840 ventilator was inoperable while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien was not authorized to repair the unit. The customer inspected the device and could not duplicate the reported malfunction. The customer reported to have conducted final testing.

Manufacturer narrative:
(B)(4).